Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2016 with the following findings: investigation revealed that the display screen was dim. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim. This report is made based on results of investigation completed on (B)(6) 2016.